Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), lead impedance out of range alert, right ventricular lead integrity alert, and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Beginning on (B)(6) 2014, sensing integrity counts up to 635 ; vt-ns episodes with evidence of lead noise oversensing. (Lia) lead integrity alert warning occurred on (B)(6) 2014 for 2 or more high rate - ns episodes and rv lead impedance variation. Rv pacing lead impedance measured 3458 ohms on (B)(6) 2014. Rv pacing lead impedance warning occurred on (B)(6) 2014 for lead impedance greater than 3000 ohms.

Event description:
It was reported that the patient went to the hospital due to device alarm going off. It was noted there was high and varying impedance and high short interval counts (sic) noted on the right ventricular (rv) lead. The patient went to the hospital on due to alarm going off. The lead explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: product ID 5594 lead, implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.